Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that "insufficient information for complaint classification" occurred. The wearable was inserted into the skin. On (B)(6) 2026, it was reported that the patient was hospitalized due to an unspecified malfunction. No other details were documented. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.